Manufacturer narrative:
Additional information was received that the patient¿s complications and other symptoms were not device related. It was noted that the patient¿s device was removed in order to have a magnetic resonance imaging.

Event description:
A report was received that the patient was having complications attached with other symptoms. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having complications attached with other symptoms. The patient underwent an explant procedure. No device malfunction was suspected.